Event description:
The complainant reported sustaining a 3rd degree burn to her shoulder while using a heating pad. The wound required a skin graft.

Manufacturer narrative:
We are unable to make any determinations until complainant's attorney allows the pad to be inspected by our engineers.